Manufacturer narrative:
Through follow up communication, the facility confirmed there was no harm to the patient, and the procedure was completed with the same device and a second endoscope. The facility also stated the technician had misused the device by forcing the catheter into the scope. The tip protector is a flexible extension, which is located on the distal catheter and which remains in place during device insertion into the endoscope (while outside of the patient). The instructions for use provide illustration of the tip protector position during the catheter insertion, and instructs for use of short strokes during insertion. A review of the manufacturing records found no anomalies noted during manufacture, and found tests and inspections were performed with acceptable results documented. This report will be updated if additional information becomes available.

Event description:
The disposable advance - capsule endoscope delivery device is a 2.5mm single sheathed device indicated for transendoscopic delivery of the given pillcam sb video capsule to the stomach or duodenum in patients who are either unable to swallow the video capsule, or unable to pass the video capsule beyond the pylorus in sufficient time to complete the desired diagnostic evaluation. On june 1, 2015, us endoscopy received a medwatch report ((B)(4)) with event description: 'the patient was having an egd with capsule insertion. The scope was removed from the patient to apply the capsule. When we tried to pass the delivery device down the port, the yellow protective cap for end of device bent. The yellow cover bent several times.'